Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was confirmed to have an instrument board that was slightly damaged and misaligned.

Event description:
It was reported that the device powered off by itself and did not provide any visual alarms. No consequences or impact to patient.